Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shutdown. During troubleshooting with tandem technical support (cts), review of the pump data confirmed that low power alerts as well as a low power alarm had occurred and had not been addressed by the customer by charging the device. Subsequently, the pump shut down due to insufficient battery power. Recommendation was made by cts for the customer to charge pump more frequently. The customer's blood glucose level was 288 mg/dl and the bg level was addressed with a bolus via the pump. The customer reloaded the cartridge and resumed insulin delivery.